Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The patient has alleged incoherent, and speech was blurred, couldn't talk, could not getting enough oxygen, diagnosed with copd, a lung breathing problem, seizure prone, no energy. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The report previously reported as uno recall, now it was updated and corrected.

Manufacturer narrative:
In previous report (device) problem code grid was wrong in this report code is corrected. H6 is corrected/updated.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The patient has alleged incoherent, and speech was blurred, couldn't talk, could not getting enough oxygen, diagnosed with copd, a lung breathing problem, seizure prone, no energy. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.